Event description:
It was reported that a peritoneal dialysis (pd) patient reset up treatment three times and discovered a fluid leak each time. The patient reported receiving an air detected in cassette alarm during drain 0 of 6 of treatment and after each time treatment was reset up. The alarm occurred multiple times. The first time the patient reset up treatment, the cassette was taken out and fluid was noted to be leaking out. The second and third time the cassette was taken out moisture was noted inside the cycler. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated that the patient was able to complete most of their treatment until the alarm occurred. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.the cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area near upper and lower catch post. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (04/08/2020) and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient reset up treatment three times and discovered a fluid leak each time. The patient reported receiving an air detected in cassette alarm during drain 0 of 6 of treatment and after each time treatment was reset up. The alarm occurred multiple times. The first time the patient reset up treatment, the cassette was taken out and fluid was noted to be leaking out. The second and third time the cassette was taken out moisture was noted inside the cycler. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated that the patient was able to complete most of their treatment until the alarm occurred. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.